Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported that the patient did not recharge their device per manufacturer guidelines. In turn, the device became inoperable. The patient underwent surgical intervention wherein the scs ipg was explanted and replaced.